Manufacturer narrative:
The device was returned for evaluation. Therefore, the 3/8" threads recommended to be cleaned through the starburst to ensure the screw in brain lab device does not gall or bottom out. The DHR will not be completed since no other lot or serial number was provided during the course of the complaint investigation. Complaint is unconfirmed, as the unit passed all functionality tests. The 3/8" threads were cleaned to ensure that the brain lab device does not gall or bottom out. UDI # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra quality coordinator reported on behalf of the customer that on (B)(6) 2020, the brainlab attachment to a a1059 mayfield modified skull clamp cannot be screwed completely. There was no patient contact nor delay in surgery reported. The malfunction was noted during inspection.